Event description:
It was reported that the patient was not getting an adequate stimulation due to lead migration which was confirmed via x-ray. It was also noted that the patient was getting stimulation in an undesired area. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were retained by the hospital and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in six months ago.